Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, the device did not advance smoothly into the anatomy and it felt as if there was no hydrophylic coating. Another proglide was used and it advanced smoothly and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned with plunger, suture, needles, and cuffs in a predeployed position and the link was slack, suggesting that the lever might have been opened to deploy the foot. There was dried blood observed at anterior needle slot and in the sheath, indicating that the device had been introduced into the patient anatomy. During lab testing, needle deployment and suture retrieval were all successful as intended. However, the returned device could not be advanced over the proxy guide wire due to dried blood in the sheath. Potential contributing factors for the reported difficulty inserting the device into the patient anatomy can include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and/or incorrect deployment technique. Inspection of the returned device indicated that hydrophilic coating was present throughout the sheath surface and the sheath was returned intact. There were no abnormal observations which could have contributed to the reported event. There were no challenging anatomical conditions reported which could have contributed to difficulty inserting the device into the patient anatomy. The physician was reported to be in-training in the use of the device. However, there was no definitive evidence in the evaluation of the returned device to suggest that the device might have been inserted into the patient anatomy at an angle greater than 45 degree which could have contributed to the reported event. Based on the manufacturing inspection criteria and analysis of the returned device, the reported difficulty introducing the device into the patient anatomy could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.